Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 357 mg/dl. The customer took 5 units of insulin. The customer was advised the 2 high blood glucose rule. The customer stop the troubleshooting because she going to her doctor's office and will call back to complete the troubleshooting. The customer stated that she treated her blood glucose.